Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5127453, model/catalog description: linear st trial lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilizaion documentation for the devices were found to be satifactory.

Event description:
A report was received that the trial patient developed an infection around the leads site. Symptoms of itching, pain and fluid build up under the bandage were noted. The patient was prescribed antibiotics and underwent a lead pull procedure. It was believed that the infection was not device related. The patient was reportedly doing well.